Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Tech services addressed the question made by the customer and based on the investigation results to date, the customer has not reported a defect associated to this lot therefore no issue has been confirmed. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Based on the investigation results to date, the customer has not reported a defect associated to this lot therefore no issue has been confirmed. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd microtainer® tubes with k2e (k2edta) experienced incorrect additive or excessive additive quantity during use. The following information was provided by the initial reporter: material no. 367856, batch no. 8106837. Customer would like to know due to the recall on product 365974 if she would be able to use 367856 and collect the same amount of blood as she would in 365974. Spoke with customer and the current lot# she is using is 8106837. They have collected approximately 750 specimens since april and she is not sure if all are from the affected lot. Specimens are collected, spun and aliquoted into a cryo tube and frozen. No specimens have been tested yet. Her greatest concern is the amount of edta that is in the tubes and how it will affect her testing. Informed her that we have no data for using the k2edta microtainers for glucagon testing. Customer wants to know if they can collect 500 ul of blood into the 3 ml edta tube-we do not recommend this as edta is a salt and excess edta can affect the rbc's. All tubes should be filled to their stated draw volume. They are doing studies collecting blood for glucagon testing over time . They have a subject coming in tomorrow for blood draws. If they are going to need to draw additional blood volume they will need prior approval. Suggested to see if facility has the map tube or a 2 ml edta, but the 2 ml tube would still need to be filled to the stated draw volume. She has been using the affected lots over the past year and would like to know the effect it may have on her testing. Samples are frozen at -80 and batched tested.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8106837. Medical device expiration date: 2019-09-30. Device manufacture date: 2018-04-16. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd microtainer® tubes with k2e (k2edta) experienced incorrect additive or excessive additive quantity during use. The following information was provided by the initial reporter: material no. 367856, batch no. 8106837. Customer would like to know due to the recall on product 365974 if she would be able to use 367856 and collect the same amount of blood as she would in 365974. Spoke with customer and the current lot# she is using is 8106837. They have collected approximately 750 specimens since april and she is not sure if all are from the affected lot. Specimens are collected, spun and aliquoted into a cryo tube and frozen. No specimens have been tested yet. Her greatest concern is the amount of edta that is in the tubes and how it will affect her testing. Informed her that we have no data for using the k2edta microtainers for glucagon testing. Customer wants to know if they can collect 500 ul of blood into the 3 ml edta tube-we do not recommend this as edta is a salt and excess edta can affect the rbc's. All tubes should be filled to their stated draw volume. They are doing studies collecting blood for glucagon testing over time . They have a subject coming in tomorrow for blood draws. If they are going to need to draw additional blood volume they will need prior approval. Suggested to see if facility has the map tube or a 2 ml edta, but the 2 ml tube would still need to be filled to the stated draw volume. She has been using the affected lots over the past year and would like to know the effect it may have on her testing. Samples are frozen at -80 and batched tested.